Event description:
It was initially reported by a radiologist that the pt's sternoclemastoid muscle appeared to be larger than normal below the electrodes and normal size above the electrodes. He denied the appearance of any infection at that time. He also stated the pt is complaining of pain at the neck incision. F/u with the treating physician revealed that the pt showed infection after a few days. Cultures were taken and they showed signs of infection. Physician did not know the result of cultures. He stated that the infection was likely related to surgery. No pt manipulation or trauma was reported. They treated the infection with antibiotics and drained out the pus. Per physician, pain was likely related to the infection.